Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a detached end cap, a cracked reservoir tube window, broken reservoir tube lip, cracked battery tube threads, and a cracked case at a display window corner.

Event description:
The customer reported that he was priming the insulin pump and instead of the pump, the back end of the insulin pump began to separate from the body of the pump. The customer was advised not to use the insulin pump and to revert to a back-up plan. His blood glucose was 251 mg/dl. Nothing further was reported.